Event description:
It was reported the pt experienced an overstimulation sensation after the pt's son kneed the pt in the back. The pt felt the overstimulation in the spine. X-rays revealed a bend in the lead wire at the spinal cord. The lead is kinked. The pt was scheduled to have the stimulator and lead removed. Additional information has been requested from the hcp, but was not available as of the date of this report.